Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-01547 & 01548).

Event description:
It was reported that the patient underwent a ttc fusion with talonavicular fusion and had a placement of an internal bone stimulator for charchote procedure on (B)(6) 2014. Subsequently, the patient had a revision talonavicular fusion and a placement of an ace fisher external fixator for offloading on (B)(6) 2015. For the (B)(6) 2015 procedure, it is unknown if the plate itself broke or if the fusion didn't occur and the screws pulled out. Additionally, a revision procedure was performed on (B)(6) 2015 to remove the external fixator due to tibial fracture. The fracture was washed out. The mechanism of the fracture is unknown and was discovered at a follow up office visit on (B)(6) 2015. Finally, the patient was revised again on (B)(6) 2015 with competitor product to fix the tibial fracture. The phoenix ankle nail from the original procedure and the talonavicular fusion plate from the (B)(6) 2015 procedure is still retained in the patient's foot.